Event description:
It was reported that this device exhibited a battery depletion (bd) error. This occurred after the patient had a prolonged period of magnet exposure. The battery status has now recovered up to 92 percent. Technical services discussed how this can happen and requested some device downloaded data for review. There were no adverse patient affects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.